Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The company representative reprogrammed the patient on april 3rd and has not seen him since. The patient thought his programmer was home in his truck. When she left him he was receiving effective therapy.

Event description:
It was reported for the past 2 weeks stimulation was not covering ¿that part.¿ the patient met with the manufacturer representative for programming the day of current report and the issue was resolved. It was noted the stimulation level was fine at the appointment, but now that the patient was home he wanted to decrease stimulation and noted it was ¿too high right now.¿ it was noted the patient saw the implant and follow-up physician¿s about 1.5 weeks ago and last thursday, respectively. Additional information received reported impedance testing found all were within normal limits. No malfunctions were seen and the cause of the issue was undetermined. The patient was reprogrammed at the physician¿s appointment. The patient was reportedly receiving therapy 24/7. Additional information has been requested, but it was not available at the time of initial report. A supplemental report will be sent if any additional information is received.